Event description:
Pt reported a lap-band system which "I was rushed to the hospital in excruciating pain," "my lap band had deteriorated and caused a huge hole in my stomach, I had major surgery to repair my stomach and clean out the infection," "I ended up getting (B)(6) which went into a heart valve," "I also formed a fistula," "had to have open heart surgery to repair and clean the heart valve, "started vomiting profusely," "my stomach was twisted," "I am told that I need another surgery to repair my stomach," "I was told that I am literally starving to death," and "I am now facing being on a feeding tube until my body heals enough for surgery." The pt did not state whether the lap-band system or its components were explanted or replaced. The reported events have not been confirmed by a healthcare professional and no contact info was available for f/u.

Manufacturer narrative:
Unk. The product associated with this report will not be returned. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Erosion, fistula, stomach perforation, vomiting, infection, pain and malaise are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No add'l info has been reported to allergan regarding the serial number or the implant date.